Event description:
The patient was undergoing a coil embolization procedure for a type two endoleak in the inferior mesenteric artery using penumbra coil 400 (pc400) coils and a penumbra coil 400 detachment handle. During the procedure, a pc400 coil was deployed, but the physician was unable to detach it. After multiple attempts using the detachment handle, the physician attempted to detach the pc400 coil using forceps and bending the pusher wire. The pc400 coil would not detach and was successfully removed from the patient. The procedure continued using a new pc400 coil. The physician was unable to detach the pc400 coil after multiple attempts using the detachment handle, so the physician attempted to detach the pc400 coil using forceps and bending the pusher wire. The pc400 coil would not detach and upon removal from the patient, the pc400 coil unintentionally detached inside the microcatheter. The pc400 coil was successfully pushed into the aneurysm using a guide wire. The procedure continued successfully using twenty-seven of another manufacturer's coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00417 and 00419. The device was implanted in the patient.